Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that for one month the pump would intermittently lose power and self-reboot. On (B)(6) 2011, the patient obtained blood glucose levels ranging from 300 mg/dl to 400 mg/dl. He experienced no symptoms of high or low blood glucose levels and tested negative for ketones. The patient did not seek any medical attention. Troubleshooting revealed there was no damage to the pump or battery cap, the cap had been replaced as recommended by the manufacturer, the cap was secure and tight and the battery had been replaced. The issue was not resolved. There was no adverse event associated with this issue.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was evaluated and reboots were observed in the history but could not be duplicated; all pump functions were found to be operating within required specifications. There was no damage to the battery compartment or battery cap. There were no alarms or conditions that would indicate a problem with the pump. A low battery alarm was found in the pump's history which was associated with a low battery voltage and the pump alarmed appropriately. The pump was exercised for 24 hours with no issues.